Event description:
Facility alleged that the machine removed excess fluid from pt. It was reported that a pt experienced severe leg cramps and hypotension during treatment. The facility alleges that the machine was set to take off 4.9kg. 2 hrs and 46 mins into treatment the pt complained of leg cramps. Normal saline was given, but cramps continued. Treatment was ended at the pt's request. Pt pre-weight was noted as 105kg and post-weight as 101.6kg.